Manufacturer narrative:
(B)(4). Date sent: 12/19/2023.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023 d4: batch # 922a98. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one ecr45g reload was received for analysis and the reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired. 1/3 upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 922a98, and no non-conformances were identified.

Event description:
T was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.